Event description:
Customer reports a value from the inform system as 43 mg/dl compared to a red top lab tube drawn at the same time and having a value of 163 mg/dl. Not able to give any information regarding that patient or any further data. No report of action or inaction based on the back to back results. Requested return of suspect device and replacement was sent.